Event description:
Aneurx abdominal stent graft system was implanted in a pt for the endovascular treatment of a 6.5 cm abdominal aortic aneurysm approximately 56 months ago. Vessel morphology from the time of implant is unk. It was reported that during a routine follow-up, the aneurx bifurcated stent graft was found to have migrated and is currently 2 cm below the renal arteries; however, no endoleak is present. The aortic neck is 27 mm proximally and 30 mm distally with 40-50 degree angulation; the aneurysm size has remained 6.5 cm. The stent graft migration was attributed to the angulated and conically-shaped aortic neck. It was also noted that there was type ii endoleaks from a lumbar and the ima, and an intervention with glue was recently performed to treat the lumbar type ii endoleak. The pt is asymptomatic, and the physician has elected to intervene for the stent graft migration at a later date. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Eval results and conclusion: (graft migration). (Angulated and conically-shaped aortic neck).